Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during vitrectomy surgery an ophthalmic forceps would not open and close the grasping part occurred during insertion. The surgery was completed with the replaced product with no impact on patient.

Manufacturer narrative:
Additional information is provided in sections d.4, d.9, h.3, h.6 and h.11. A review of the device history record (DHR) traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there are no additional complaints associated it. The concerned sample was not received at the investigation site for evaluation. Therefore, no further assessment is possible, and the investigation is concluded without identifying the root cause. The returned instrument was received at the investigation site in its inner and outer blister and covered with the tyvek lid foil showing the lot information. The instrument does no show macroscopic signs of damage and is returned in a closed state. There are signs of surgery residues. The sample was visually inspected with the aid of a photomicroscope using various magnifications and was functionally tested. It was found during the inspection that the forceps gets stuck in a closed position. The forceps can't open again, indicating that the bonding connection between the shaft and stiffening sleeve got broken. In addition, it was determined that the bonding connection between stiffening sleeve and front cap got broken too. The bonding site was then inspected visually, it can be shown that there was glue on the adhesive areas. However, as the glued areas are broken, it is no longer clear whether there was enough adhesive. It is therefore no longer possible to determine whether sufficient adhesive was applied in production. As the blister was opened by the customer, the product was handled. Therefore, the point in time when the malfunction occurred can no longer be determined, nor can the strain put on the device be reconstructed. The customer¿s complaint is confirmed, but a root cause for the connection failure cannot be determined conclusively.\ since the situation that led to the issue cannot be reconstructed, a root cause for the customer's reported event could not be determined conclusively. The exact root cause for the customer¿s reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).